Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per complaint details, a revision was required due to implant loosening secondary to bad cement. It was communicated that a bone scan showed that the competitor/"cobalt"-cement did not adhere to the bone causing the (aseptic) loosening of the femoral and tibial implants. Reportedly the patient "is doing well and is happy with new knee". Per correspondence, no medical documentation will be provided and no explants will be retuned. The root cause was reportedly the competitor "bad cement" which "did not adhere to the bone causing loosening" and not a component malfunction. Patient impact beyond the reported loosening and revision would not be anticipated based on the information provided and report of the patient "doing well". No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after surgery, patient presented implant loosening due to bad cement. A revision surgery was performed. The outcome of the patient is unknown.